Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the device. Also, device had moisture damage electronic assembly during visual inspection. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion sleep current measurement, active current measurement and self tests or verify low battery, no delivery alarms due to pump error 38. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.